Manufacturer narrative:
Upon review of alarm trace data, multiple sample aspiration errors and sample bubble errors occurred on the day of the event and the day after the event.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii on a cobas e 801 analytical unit serial number (B)(4). No questionable results were reported outside of the laboratory. Other test parameters measured for the sample initially gave sample short errors. The sample initially resulted in an estradiol value of 20.8 pg/ml and it repeated as 897 pg/ml.

Manufacturer narrative:
Calibration signals were within expectations. Quality controls recovered within range. There was no indication of a reagent issue. The investigation determined the issue is consistent with insufficient sample volume.